Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended in increase shock impedance limit to 150 ohms to monitor for larger changes in shock impedance. The clinic stated that they will continue to monitor the patient and no system changes were made at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 125 ohms. Lead impedance is 100 ohms currently; however, there was a measurement of 138 ohms. All other lead measurements were stable. No adverse patient effects were reported.